Manufacturer narrative:
The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) field service engineer (fse) contacted the customer, who stated that it was a camera issue instead of the robot. There were no issues after the endoscope was swapped out. The unit was returned to service. No additional action was required as the issue was resolved. An RMA was not issued for return as the customer reported that the endoscope was returned to service. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, there were issues with the system. The customer stated that the surgeon was flipping from 30 up to 30 down, and the whole image rotated. The customer also stated that they were getting recoverable faults. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed logs and confirmed 23003 faults. The isi tse recommended replacing the endoscope. The customer was not in a position to replace the endoscope at the time of the call. The procedure was completed as planned with no reported injury to the patient.